Manufacturer narrative:
(B)(4). Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12f07040, h12i05048 and h13a07073. No exceptions were observed that were related to the reported condition. Should relevant additional information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). Therapy was discontinued and the patient was switched to hemodialysis. The cause of the peritonitis was unknown. The patient was treated with vancomycin (dose not reported) for the peritonitis. The pd catheter was removed. The patient was recovering from the events at the time of this report. This is report 3 of 3 involved in this peritonitis event.